Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed that the programmed settings remained on the pump and only the time and date reset to factory settings. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and no hypersensitive keys were noted on the keypad. The audio bolus button was observed to be torn; the audio button was found to be responsive to user input. The reported complaint was unable to duplicated during the testing. Unrelated to the complaint, a bt1 failure was found during evaluation. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump's basal settings were deleted and reset to default settings after the pump was rebooted. The issue was not resolved. There was no patient injury associated with this issue.